Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03416. The pt received 2 scs leads with the same lot number. It was reported the pt is experiencing a headache after undergoing a lead revision procedure. It was also reported the physician believes the pt is experiencing a spinal headache and his advised the pt of recommendations to resolve the issue. On (B)(6) 2013 follow-up identified the issue has not resolved with the recommendations. On (B)(6) 2013 follow-up identified the issue resolved on its own.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.